Event description:
It has been reported to us that during the procedure, the patient suffered ventricular fibrillation while the guide catheter was in place. The physician inserted the 6f guide catheter into the patient and advanced it forward to the target lesion. The physician inserted an aspiration catheter and aspirated thrombus from the vessel. The physician then inserted a balloon catheter and attempted to advance it forward through the guide catheter, however, it failed to cross the lesion. The physician determined that additional back up support was needed and inserted 5f guide catheter into the 6f guide catheter already in place; however, the 5f guide catheter became stuck around the primary curve of the 6f guide catheter. During this attempt to advance the guide catheter through the original guide catheter, the patient experienced ventricular fibrillation. The physician performed cardiac massage, defibrillator treatment, tracheal cannulation and withdrew the 5f guide catheter. The physician continued the case and inserted a balloon catheter and advanced it forward into the lesion and crossed the lesion and dilated the vessel. The physician then inserted and successfully placed the two stents into the lesion. The physician then inserted an intra aortic balloon pump and treated the patient. At the time of this report the patient was still in the hospital.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.